Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on historical data, it is likely the following led to the malfunction: a dent on the insertion tube. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited an image out when angled. There was no patient involvement.